Manufacturer narrative:
As reported, the 90 cm. Saber 3 mm. X 4 cm. Balloon catheter (bc) ruptured at its nominal pressure during inflation at the target lesion. Another same size saber bc was used to complete the procedure successfully. There was no reported patient injury. The target lesion was unknown. No target lesion characteristic information was provided. Additional information received indicated that there was no other product issue noted either at the account after the procedure or prior to shipping for inspection. There was no difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown.   The device was not returned for analysis. A device history record (DHR) review of lot 17523495 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst reported could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.   The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 90 cm. Saber 3 mm. X 4 cm. Balloon catheter (bc) ruptured at its nominal pressure during inflation at the target lesion. Another same size saber bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was unknown. No target lesion characteristic information was provided. Additional information received indicated that there was no other product issue noted either at the account after the procedure or prior to shipping for inspection. There was no difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown.